Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted with a superior vena cava (svc) impedance out of range warning. The patient reported hearing an audible alert. The svc coil was found to have a high undefined impedance measurement. The svc coil was suspect of a fracture. The svc coil was programmed off. The rv lead remains in use. No patient complications have been reported as a result of this event.